Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00161. This report is being submitted as additional information. The patient¿s age at time of event, sex, and weight were requested, but not provided. Unique identifier (UDI)#: (device identifier) ¿ the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device - 0 day. Main investigation conclusion: the reported event could not be confirmed, as no product was returned for evaluation. The account communicated that the outflow graft bend relief (ofgbr) seemingly clicked into place during implant, but would not rotate or spin freely. The ofgbr was then disengaged using the hm3 surgical tool. A second attempt was made to attach the ofgbr, and again there was friction and the component would not rotate. It was reported that another outflow graft was utilized. Reportedly, there was no issue with the patient. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No further issues have been reported. The hm3 lvas IFU details the surgical procedure to implant the heartmate 3 device, including the steps to take in order to maintain sterility of the components, and warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Furthermore, the hm3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that during the implant procedure, the surgeon confirmed that the outflow graft bend relief (ofgbr) clicked into place; however, observed that it would not rotate or spin freely like he was used to seeing in previous implants. The surgeon then used the heartmate 3 surgical tool to disengage the ofgbr and tried it again with the same result of having friction and not rotating. The surgeon was not comfortable using this graft and chose to use another. There was no adverse impact to the patient due to the event. No additional information was provided.